Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for six hours and upon removal the middle part of the pledget came out with the string attached but the outer cover remained inside her vaginal cavity. She manually removed the remaining piece of pledget. She sought medical attention the next day and the healthcare provider confirmed no pledget pieces remained inside. She did not receive any additional medical treatment and did not experience any adverse health effects.